Event description:
A report was received that the patient had his device explanted because it was not working properly. The physician removed the ipg and the lead. The patient is reportedly doing well following the procedure.